Event description:
On an unknown date a patient underwent an anterior cervical discectomy and fusion (acdf) procedure on c3/4. On an unknown date it was identified that the implanted interbody space had dislodged anteriorly. On (B)(6) 2024, a revision procedure was conducted to re-implant the cage into the proper position and add additional stabilization in the form of a plate. No additional patient impact was reported.

Manufacturer narrative:
No device was returned for evaluation and no photographs or radiographs were provided. Additionally, no operative notes were provided for review of technique. No information on the patient's activity level or bone quality was provided. No information was provided on whether supplemental fixation (e.g. Anterior plating) was used in conjunction with the interbody, as indicated in the IFU. Based on the information obtained, the complaint could not be confirmed and a root cause was unable to be determined conclusively, but may have been related to surgical technique related to inadequate supplemental fixation or patient related factors. Label review: "...modulus-c interbody system...the nuvasive modulus-c interbody system is indicated for intervertebral body fusion of the spine in skeletally mature patients...the system is intended to be used with supplemental fixation..." "...potential adverse events and complications...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...loss of fixation..." "...warnings, cautions and precautions...the modulus-c interbody devices are required to be used with an anterior cervical plate as the form of supplemental fixation....these devices are not designed to withstand the unsupported stress of full weight or load bearing alone..."